Manufacturer narrative:
Investigation summary: two photos were received by our quality team for evaluation. One photo shows the top web with batch information and the other photo shows catheter in patient's hand with blood in the cannula hub. The incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As no sample was returned and it is not possible to perform the investigation of the reported defect based on photo returned, a probable root cause could not be determined. The complaint will be reopened if a sample is returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: able to confirm the customer experience based on photo returned. Root cause description: as no sample was returned and it is not possible to perform the investigation of the reported defect based on photo returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter had blood reflux in the chamber during use after flushing. The plug was "seated properly", but rinsed again and "screwed in extra hard". The following information was provided by the initial reporter: "I saw today that a properly placed pvk had reflux in the chamber after flushing. The plug was seated properly (it was rinsed again and the plug screwed in extra hard)."